Manufacturer narrative:
The insulin pump alarmed during the prime test due to a loose motor support disk.

Event description:
It was reported that the insulin pump alarmed during the prime process. It was also stated that the insulin pump squirts out after the piston makes contact with the reservoir.